Manufacturer narrative:
Additional information: section h imdrf annex codes, section b medical describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial and concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the station was offline after relocation. A technical support specialist (tss) identified that the station was not appearing in remote support service (rss) due to serial number mismatches and prolonged offline status after relocation and coordinated with the customer to initiate recovery and escalated the issue to field service engineer (fse). The fse confirmed the station had stopped communicating, used a basic input and output system (bios) date workaround to regain admin access, and reconnected the station to the customer¿s network and rss. With the customer¿s assistance in correcting network settings and opening required ports, server communication was restored, and successful login and normal operation were confirmed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, device was in disconnected mode with patient data may not be current error message displaying on the screen.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was in disconnected mode with patient data may not be current error message displaying on the screen. However, there were no delays or adverse events or injuries reported based on this event.